Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer went to the site to test the navigation system. The ups and power supply were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was beeping from the ups with a flashing led on the power button when it clicks. Swapped to another outlet and it occurred again. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative initially noticed the issue. The uninterruptible power supply (ups) was returned to medtronic for further evaluation. When connected to a known good battery the returned ups powered up without issue. The ups was able to run from battery and charge the battery. The ups was able to switch between ac and battery and back without issue. There was no problem found with the returned ups. If information is provided in the future, a supplemental report will be issued.